Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that upon inspection of the instrument set, the distal tip of the sequoia dorsal height and revision tool was found to have a hairline fracture. It was indicated that the instrument was not damaged during surgery. No additional information was provided.